Event description:
It was reported by the customer that a pyxis medstation es system had device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 of row board was not detected on bus. The field service engineer was able to resolve the issue by reseated all row board cable to drawer 2.2. The system functioned as intended after the field service engineer troubleshooted the device.